Event description:
The device was being used to take a pt's noninvasive blood pressure. The device had two batteries installed at this time. Reportedly, as soon as this function was initiated, device power shut off. The reporter then took a manual blood-pressure. There were no adverse affects to the pt resulting from the reported use.